Event description:
The patient's catheter was disconnected from the pump during a non device-related lumbar surgery. The surgery was performed by dr (B) (6) at (B) (6) hospital in (B) (6). Per the initial reporter, the hcp was not trained on the pump. The catheter remained disconnected after surgery. The patient was "not doing well" and was in the hospital post-op. Follow-up information was received from the hcp. During the surgery, the catheter for the device went across the surgical field within which the hcp needed to operate. The catheter was therefore disconnected from the device and removed from the patient. The pump was shut off and the patient was maintained on oral medication. The pump will need to be removed "at some point." The pump contained morphine.

Manufacturer narrative:
(B) (4)